Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ranging from 50-100 mg/dl, and the meter bg reading was 400 mg/dl. As a result of the decreased basal delivery, customer's blood glucose (bg) level rose to 500 mg/dl. Customer required assistance giving a manual injection to address the bg level and was transported to the hospital by paramedics. Reported customer's bg increased to 800 mg/dl while hospitalized and was treated with intravenous fluids of saline and insulin. Additionally, the insulin had been in the cartridge longer then labeling guidelines suggest. Tandem technical support educated the customer on the cartridge labeling guidelines. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies, customer acknowledged and understood. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.